Event description:
It was reported that during a procedure of the superficial femoral artery (sfa) the armada balloon dilatation catheter (bdc) was positioned and during inflation below nominal pressure a leak was noted. The location of the leak was not provided. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. During analysis the device was pressurized and a leak was found at the distal end of the strain relief tubing. A search of the complaint handling system confirmed there were no other incidents reported for leaks from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.